Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure a markerband was out of position. An unknown size maverick 2 balloon catheter was advanced to the lesion and inflated. While the balloon was expanding it appeared that the proximal marker band was positioned approximately 2-3 mm from the end of the balloon. There were no issues with the distal marker band. Lesion characteristics and clinical factors are unknown. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).